Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a guidezilla guide extension catheter crossed the lesion, a 2.25x12mm promus premier¿ stent was advanced; however, difficulty advancing the device through the proximal end of the guide extension catheter was encountered. When the device was removed, it was noted that the distal edge of the stent was deformed. The procedure was completed with another 2.25x12mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that a stent strut at the distal end of the stent was raised. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The stent od was measured and was within specification. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). After a guidezilla guide extension catheter crossed the lesion, a 2.25x12mm promus premier stent was advanced; however, difficulty advancing the device through the proximal end of the guide extension catheter was encountered. When the device was removed, it was noted that the distal edge of the stent was deformed. The procedure was completed with another 2.25x12mm promus premier stent. No patient complications were reported and the patient's status was fine.